Event description:
It was reported that the device had cassette attachment error. There was no reported patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint of cassette attachment error. There was no applicable service history. Review of alarm history found multiple cassette latch closing and opening. Visual and functional testing was performed. Complaint of "cassette attachment error" was able to be confirmed through functional testing. Replaced latch/lock flex sensor and latch/lock mechanism. Device passed all testing post repair.